Event description:
A healthcare provider called on behalf of the customer. She stated that the customer tested her blood glucose using her contour meter and received a reading of 283 mg/dl. She retested using another meter and received a reading of 114 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's testing supplies were not available at the time of the call, so further troubleshooting was not possible. Attempts made to contact the customer have not been successful. No product will be returned at this time.